Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16sep2019. System assembly (gds assy) was replaced to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could not be made that the device failed to meet specifications. Visual inspection of the returned gds assy revealed that component u1 of the flow sensor power control board (pcb) was cracked in half in the o2 flow sensor. The data acquisition printed circuit board assembly (da pcba) and oxygen solenoid valve were disassembled from the gds and not returned with the gds assembly. The failure investigation (fi) test da pcba and oxygen solenoid valve were installed to the gds assy. The gds assy were installed in the fi test ventilator in an attempt to duplicate the reported problem. Upon testing the test ventilator displayed and alarmed message: ¿watchdog test failed¿. The damaged u1 and u3 components that contain the sensor calibration data were replaced on the o2 flow sensor pcba and re-tested. Upon final testing no failures were identified. Failure analysis on the returned gds assy determined that the damage to the u1 on the oxygen flow sensor pcb generated the 100b and was not a part of the original problem so this damage occurred during or after the repair of the gds. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The manufacturer¿s international service technician reported that the device failed the oxygen flow accuracy test (at 0 slpm) that was performed during periodic maintenance. There was no patient involvement.